Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for parkinson's tremor. It was reported that on (B)(6) 2016 the patient's right implantable neurostimulator (ins) was implanted. It was stated that a manufacturers' representative informed the doctor during the procedure that the already implanted left ins would not need to be turned off for electrocautery. Caller reports patient was seen in (B)(6) 2016, left ins battery voltage was 2.94v, by (B)(6) 2016, ins voltage was 2.884v without programming changes. The healthcare provider added that the patient called them on (B)(6), and reported that they had not been feeling well over the weekend, their right side was losing benefits, their dystonia was a lot worse by 3 pm, their right foot dystonia had returned, and an oor message was seen on their patient programmer. Caller reports that the patient came in that evening and upon interrogation with their physician programmer, no oor message was seen. They reported that the history indicated that the ins was off that day from 11:45-12:30pm and the patient was not using their programmer during that incident. Impedance interrogated at 3v: co: 1101 ohms c1: 1090 ohms c2: 1361 ohms c3: 5229 ohms 01: 1586 ohms 02: 2137 ohms 03: 6254 ohms 12: 1680 ohms 13: 5558 ohms 23: 3992 ohms left gpi programmed: c+2- 1.7v/90pw/130hz. Therapy impedance 1472 ohms. Caller reports patient has always been programmed cv, has never been programmed with cc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.